Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that thy were hospitalized on (B)(6) 2021 due to high blood glucose level and diabetic ketoacidosis for three days. Customer had high blood glucose level 770mg/dl. Customer had symptoms at the time of high blood glucose event including vomiting and thirst. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and intravenous insulin drip. Automode feature was active at the time of incident. The insulin pump will not be returned for analysis.